Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was presumed that the foreign material remained for reprocessing was deviated from the instruction for use. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in bf-1th190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-1th190 series reprocessing manual chapter 4 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material inside the channel tube. There was no patient involvement.